Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The 80% stenosed, 25 x 2.75mm, concentric, de novo target lesion with a bend of between 45 and 90 degrees was located in the severely tortuous an moderately calcified left circumflex artery (lcx). After a 6f non-bsc guide catheter was engaged coaxially and a non-bsc guide wire crossed the lesion, pre-dilatation was performed with a 2 x 12mm non-bsc balloon resulting to 50% residual stenosis. A 28 x 2.75mm taxus¿ liberté¿ drug-eluting stent was then advanced but had difficulties in tracking as it was pushed unto the bend of the tortuous vessel. The device was removed and it was noted that the distal part of the stent strut was damaged. Subsequently, another 28 x 2.75mm taxus¿ liberté¿ stent was implanted, followed by post-dilatation with a 3.0 x 9mm non-bsc balloon catheter. Angiography revealed better results and the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: stent delivery system was returned for analysis. A visual examination of the stent found that the stent was damaged and moved distally on balloon such that the stent was covering the tip and distal balloon cone. Most severe damage was noted at proximal end of stent. The undamaged section crimped stent outer diameter measurement was measured and the result was within the maximum average crimped stent profile measurement. The bumper tip of the device could not be examined as it was covered by the stent that had moved over the balloon. The balloon body was reviewed and no issues were noted with the proximal balloon cone, however the distal balloon cone could not be examined as it was covered by the stent that had moved over the balloon. No damage was noted on the exposed proximal section of the balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the shaft found that the hypotube was broken at 582 mm distal from distal end of the strain relief. Multiple kinks were also noted on several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied on the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. As part of analysis, an attempt was made to load the device over a 0.014'' recommended guide wire through the wire exchange port but the wire was blocked from passing through the lumen. The device was placed in water-bath shamrock to soak at 37 degrees to soften any solidified media which could have been blocking the wire. The device was removed from water bath and a second attempt was made to load the device over a 0.014'' guide wire through the wire exchange port and the device was loaded successfully and tracked over the wire with no issues or resistances. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. Bsc ID #: (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The 80% stenosed, 25 x 2.75mm, concentric, de novo target lesion with a bend of between 45 and 90 degrees was located in the severely tortuous an moderately calcified left circumflex artery (lcx). After a 6f non-bsc guide catheter was engaged coaxially and a non-bsc guide wire crossed the lesion, pre-dilatation was performed with a 2 x 12mm non-bsc balloon resulting to 50% residual stenosis. A 28 x 2.75mm taxus¿ liberté¿ drug-eluting stent was then advanced but had difficulties in tracking as it was pushed unto the bend of the tortuous vessel. The device was removed and it was noted that the distal part of the stent strut was damaged. Subsequently, another 28 x 2.75mm taxus¿ liberté¿ stent was implanted, followed by post-dilatation with a 3.0 x 9mm non-bsc balloon catheter. Angiography revealed better results and the procedure was completed. No patient complications were reported and the patient's status was stable.